Event description:
During a catheterization procedure to the mesenteric artery, it was reported that the powerflex pro balloon did not deflate. Therefore it was stuck and the surgeon was obliged to finish the procedure by gradually removing the catheter (with the balloon still swollen) causing a potential risk of tearing of the artery.

Manufacturer narrative:
The patient's gender is unknown. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Conclusion updated to include analysis of the returned device: during a catheterization procedure to the mesenteric artery, it was reported that the powerflex pro balloon did not deflate. Therefore it was stuck and the surgeon finished the procedure by gradually removing the catheter (with the balloon still swollen) causing a potential risk of tearing of the artery; however there was no patient injury. There are no details on the target lesion/vessel characteristics. The device was not used for chronic total occlusion. Additional information received indicated that the there was no difficulty removing the product from the packaging. No kinks or other damages were noted prior to inserting the product the product into the patient. The powerflex pro did prep normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was difficulty removing the balloon catheter. It was noted that the powerflex pro was removed intact with the sheath. The device was returned for analysis. One non sterile power flex pro 8.0mm x 4.0cm 80.0cm was received coiled inside a plastic bag. The balloon was received deflated and appear have been inflated. There were inflation medium residues were observed in the returned device. No other anomalies were observed in the returned device. Using the deflation/inflation system, the reported unit was pressurized at 12 atm (rated burst pressure) which took 05.64 second to inflate the catheter balloon, then performed a vacuum with the inflation/deflation device which took 07.36 seconds in deflate the balloon completely. A sample lab guide wire 0.35" was inserted through the guide wire lumen to perform the inflation/deflation test. The specification of inflation time is <85 seconds and deflation is <85 seconds. Insertion withdrawal test was performed without difficulty, catheter power flex pro was introduced through a lab sample cordis 5f bts catheter sheath introducer and no resistance or friction was felt. Cross sectional analysis was not performed since the balloon inflation and deflation time was within inflation and deflation time specification and not anomalies observed during the functional test. Review of lot 16022570 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon deflation difficulty ¿ unable to¿ and subsequent ¿withdrawal difficulty¿ was not confirmed as the device operated as intended during analysis testing. The exact cause of the difficulty experienced by the customer could not be determined. Based on the information available for review, factors (vessel tortuosity/ ratio of contrast medium) contributing to the difficulty experienced by the customer could not be determined. Neither the DHR nor analysis suggests that reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.

Manufacturer narrative:
Addendum: additional information received indicated that the there was no difficulty removing the product from the packaging. No kinks or other damages were noted prior to inserting the product the product into the patient. The powerflex pro did prep normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was difficulty removing the balloon catheter. It was noted that the powerflex pro was removed intact with the sheath. There was no patient injury reported. There are no details on the target lesion/vessel characteristics. The device was not used for chronic total occlusion. Complaint conclusion: during a catheterization procedure to the mesenteric artery, it was reported that the powerflex pro balloon did not deflate. Therefore it was stuck and the surgeon finish shed the procedure by gradually removing the catheter (with the balloon still swollen) causing a potential risk of tearing of the artery; however there was no patient injury. There are no details on the target lesion/vessel characteristics. The device was not used for chronic total occlusion. Additional information received indicated that the there was no difficulty removing the product from the packaging. No kinks or other damages were noted prior to inserting the product the product into the patient. The powerflex pro did prep normally, maintaining negative pressure. The contrast media used is unknown as the contrast to saline ratio is also unknown. The same unknown indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was difficulty removing the balloon catheter. It was noted that the powerflex pro was removed intact with the sheath. The device was not returned for analysis. Review of lot 16022570 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿balloon deflation difficulty ¿ unable to¿ and subsequent ¿withdrawal difficulty¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, factors (vessel tortuosity/ ratio of contrast medium) contributing to the difficulty experienced by the customer could not be determined. The DHR does not suggest that reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.